Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va1khca serial# implanted: (B)(6) 2017, product type lead product ID 3387s-40 lot# va1kx8m serial# implanted: (B)(6) 2017 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 28-jun-2020, UDI#:(B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6), ubd: 28-jun-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient suffered a severe fall on monday, necessitating emergency surgery where one of the leads was removed, and there was uncertainty about whether the other lead was dislodged or unusable. However, the neurologist in the ICU suggested that the remaining lead might still be viable. The patient was currently hospitalized, and the existing patient equipment was not connecting to the implant. The patient representative expressed a desire for the remaining lead to be tested for viability and requested that a manufacturer representative (rep) contact them to assess the functionality of the remaining lead at the hospital. The agent explained the role of the representative and provided the nas number so the healthcare provider could request a representative's visit. An email was also sent to the field to notify them of the situation.